Manufacturer narrative:
Concomitant products: 4193-88 lead, implanted: (B)(6) 2005; 5076-52 lead, implanted: (B)(6) 2005. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.